Event description:
During a surgery to remove an frs screw from the patient's left foot, due to discomfort, the frs cannulated screwdriver broke, resulting in a 20-minute surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, precious investigations on the cannulated screwdriver from depuy indicate that brittleness of the material, no following the surgical technique; heavy usage and wear out are possible contributing factors. No corrective action taken. Case followed in analysis of tendency. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.